Event description:
Additional information: console will not be returned for evaluation.

Manufacturer narrative:
Section a1, a2, a3, a4, b5, d4 additional information. Section d11: 2 consoles had the same issue. Since it happened on the same day added the other as a concomitant product. Section f9: approximate age of device - the centrimag primary console is not a single use device. Approximate age of the device : 14 days.

Event description:
Additional information: it was reported that patient was started on ECMO on (B)(6) 2019. Although it was initially reported that 3 consoles went blank but later it was reported that only 2 consoles were exchanged. No motor has been replaced because it was deemed to be a console issue.

Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. Approximate age of the device is unspecified. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Extracorporeal membrane oxygenation (ECMO) started on an unspecified date. It was initially reported that cmag console display went blank and it was unsafe to use. However, additional information was received where it was reported that the screen came back on once 'the force stop' button was pressed to switch to the backup. It was tagged and the motor was taken out of service immediately. Cmag motor and console were sent for inspection but not yet received. Patient was asymptomatic. Additional information was requested but not yet provided.